Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: a photo was returned. Upon visual inspection of the picture, the pouch appears to be damaged with a hole. Refer to the physical analysis for further information. An individual pouch from a strap25 was returned for analysis; the sales unit carton was not returned for evaluation. Upon visual inspection, the individual box was noted to be ripped and the damage was observed to be from the outside to the inside; the primary packaging was found to be in good condition without tears or holes. The condition of the package is indicative of handling and storage issues which occurred outside of ethicon control.

Event description:
It was reported that the patient underwent hernia repair procedure on (B)(6) 2019 and absorbable straps were used. During the procedure, it was noted there was a hole in inner package, so product was not sterile. There was no damage on outer package. A like device was used to complete the procedure. There were no adverse patient consequences reported.